Manufacturer narrative:
It was reported that solution was pooling in the machine under the drape during an aortic aneurysm repair/aortic valve replacement. The machine and drape were removed and replaced. The procedure continued without further incident. The anesthesiologist chose to redose the patient with an antibiotic post-op per facility protocol. The sample was returned and evaluated. We confirmed a crescent shaped indentation and a hole in the plastic drape. The drape is left inside of the sterile vendor packaging and is piggybacked to the custom surgical pack. This device is a component in a custom surgical pack and is manufactured by (B)(4). (B)(4) has been notified of this incident. As the manufacturer of the device, (B)(4) will conduct an investigation and make the determination if any corrective action is indicated.

Event description:
It was reported that solution was pooling in the machine under the drape during an aortic aneurysm repair/aortic valve replacement.